Manufacturer narrative:
Upon retrospective review, it was discovered that the manufacturer name, city and state (section d3) on the initial report listed as abbott (B)(6) was incorrect. The correct manufacturer name, city and state is (B)(6). Refer to MDR# 3016438761-2021-00277-00 for the correct manufacturing site.

Manufacturer narrative:
Return testing was not completed as returns were not available. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the current complaint was received. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. The alinity ci-series operations manual addresses operational precautions and limitations; and addresses sample results observed problems for erratic results. A review of the alinity I/clinical chemistry platform revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or product deficiency was identified.

Event description:
The customer reported a falsely elevated alinity I (03r65-01) stat high sensitive troponin-I result on a patient. Results provided: on (B)(6) 2021 = 107 / 5.5 pg/ml, another alinity = < 5.1 pg/ml, 2nd tube collected at the same time processed on this alinity = 5.2 pg/ml no impact to patient management was reported.